Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2013, a 19mm trifecta valve was implanted. On (B)(6) 2025, the patient presented with severe aortic stenosis. The patients aortic valve angle was 38 degrees and annular dimensions of: annulus dia: 16.8mm, lvot 19mm. A 23mm navitor was implanted valve-in-valve at a depth of 3mm. A post-dilation was performed with a 20mm non-abbott balloon, a left main coronary artery (lmca) occlusion occurred, and the patients blood pressure began to fall. It's thought that the externally leaflet placed in trifecta might have occluded the lmca. The physician attempted to engage the catheter to the lmca for intervention but failed. The physician then snared the valve up towards the ascending aorta to get the lmca to flow. Another 23mm navitor valve was then implanted valve-in-valve to resolve the event. There was a delay due to the additional steps needed to treat the lmca occlusion. The patient is stable.

Manufacturer narrative:
An event of structural valve deterioration and device stenosis was reported. A returned device assessment could not be performed as the device was not returned for analysis. Without lot/serial number, device history record cannot be reviewed. Based on the available information, the cause of the reported structural valve deterioration, device stenosis, and aortic valve insufficiency/ regurgitation could not be conclusively determined. The surgical intervention was a result of case-specific circumstances. There is no indication of a product issue with regards to manufacture, design, or labeling.

Event description:
It was reported that in (B)(6) 2013, a 19mm trifecta valve was implanted. On 01 apr. 2025, the patient presented with severe aortic stenosis. The patients aortic valve angle was 38 degrees and annular dimensions of: annulus dia: 16.8mm, lvot 19mm. A 23mm navitor was implanted valve-in-valve at a depth of 3mm. A post-dilation was performed with a 20mm non-abbott balloon, a left main coronary artery (lmca) occlusion occurred, and the patients blood pressure began to fall. It's thought that the externally leaflet placed in trifecta might have occluded the lmca. The physician attempted to engage the catheter to the lmca for intervention but failed. The physician then snared the valve up towards the ascending aorta to get the lmca to flow. Another 23mm navitor valve was then implanted valve-in-valve to resolve the event. There was a delay due to the additional steps needed to treat the lmca occlusion. The patient is stable.